Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an admiral xtreme with a non-medtronic 6f sheath during treatment of a 140mm plaque lesion in the patients mid superficial femoral artery of diameter 5mm. Slight tortuosity and calcification were reported. No resistance was encountered when advancing the device. No excessive force was used. The device did not pass through a previously deployed stent. No embolic protection was used. It was reported that a longitudinal balloon burst occurred at a pressure of 10atm during balloon inflation. The balloon was unable to be inflated to correct size. Many inflations were applied to the device prior to this. No balloon fragments remained in the patient. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device returned for evaluation. Hub data and carton box label data are consistent with product complaint report. During technical investigation the returned sample was visually inspected. The balloon was unfolded, with few traces of blood and ra diopaque solution. The catheter had no damages. A 0.035'' guidewire was loaded into the catheter with no friction or difficulty. Using a manometric syringe the balloon was inflated. Balloon could be inflated with no issues and then deflated. If information is provided in the future, a supplemental report will be issued.